Event description:
It was reported by the patient - and confirmed with the emergency room (ER) physician - that the device came out of the incision. The device was removed and the patient reported feeling pain during the procedure. A new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).